Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 1000mg/dl and diabetic ketoacidosis. Customer indicated that their high blood glucose may have been caused by an infected toe. Customer's doctor has been contacted and their blood glucose value was 534 mg/dl at the time of the call. Troubleshooting was performed and found that the drive support cap appeared normal. Troubleshooting also found that the time and date were incorrect and customer was advised that this could interfere with the basal and bolus wizard. Customer was assisted with that programming. Customer wanted to document the hospitalization issue and would like someone to call them back about getting a new pump. No further details.